Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter leak and fracture issues, as a partial circumferential break was noted approximately 2.1cm from the distal end of the cath-lock. The edges of the partial circumferential break were noted to be smooth and sharp. The surfaces of the complete circumferential break appeared finely granular. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately two years and five months post port placement, the catheter was allegedly fractured. It was further reported that the contrast medium allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that approximately two years and five months post port placement, the catheter was allegedly fractured a few centimeters away from the port body and the contrast medium allegedly leaked. There was no reported patient injury.